Manufacturer narrative:
Investigation: the customer did not provide the lot number pertaining to this event,therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. A service call was place and a full machine checkout was performed. The machine is functioning per manufacturer's specification. The run data file (rdf) was analyzed for this event. Root cause: based on the information available from the rdf there is no indication of any clearroot cause for the air embolic event that was reported following this procedure. The return line air detector monitors for any accumulation of air in the return line leading back to the patient, and in this case, there was no accumulation of air in the return line at any point during this procedure. While there were verification test that patient was disconnected from return line failed alarm sat the end of the procedure that indicated the return line was not disconnected, the system was able to eventually confirm that the return line was properly clamped and the patient was disconnected prior to the cassette being unloaded. Based on the information available, if there was air in the return line, it cannot be ruled out that air in the return line could have been due to the following root causes: operator failed to prime return needle to return manifold resulting in air in set. Operator failed to prime return catheter with saline resulting in air in set. Operator failed to prime return line blood warmer prior to starting run resulting in air in set. The luer connecting the return line to the blood warmer tubing was not tight and the position of the luer connection was 20 inches higher than the return line resulting in air in the set. Patient's underlying disease state.

Event description:
The customer reported that a patient experienced an 'air embolic event' during a red blood cellexchange (rbcx) procedure. Per the customer, the operators did not observe air in the disposable set or in return tubing line during the procedure. Per the customer, the patient is reported as "ok".the customer declined to provide patient information, procedural details, and lot information for the investigation. Patient's gender and weight were obtained from the run data file (rdf).the rbcx set is not available for return because it was discarded by the customer.